Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. The first image shows the box carton opened at the perforation with packaged syringes inside the box. A small portion of the top web graphics can be seen and are not consistent with a bd canaan product. The next image shows a sealed web strip of five packages containing 3ml syringes, however; the markings on the syringes are not consistent with bd canaan graphics. Additionally, bd canaan does not produce a five strip package of 3ml syringes. The condition observed could not have occurred at the bd canaan manufacturing facility. Therefore, no corrective action is required at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 3 boxes of bd luer-lok¿ tip syringe's were received but the product inside was not what was listed on the label on the boxes. The following was received from the initial reporter: a user facility¿s area technical operations manager (atom) reported to customer service that he received 3 boxes that were labeled as 10cc syringes, but they contained 3cc syringes. There was no patient involvement, harm, or adverse event reported.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 boxes of bd luer-lok¿ tip syringe's were received but the product inside was not what was listed on the label on the boxes.the following was received from the initial reporter: a user facility¿s area technical operations manager (atom) reported to customer service that he received 3 boxes that were labeled as 10cc syringes, but they contained 3cc syringes. There was no patient involvement, harm, or adverse event reported.